Event description:
It was reported that a pump triggered alarm 20 while pumping, resulting in an inability to effectively load a new cartridge. There was no reported adverse impact on the customer's blood glucose level. As a corrective action, technical support assisted the customer and arranged for a replacement pump to be sent. The customer reported understanding how to manage the return of the faulty pump and agreed to use multiple daily injections (mdi) as backup therapy until the new pump arrived.